Event description:
It was reported that the 7-day ll vlv adpt (stand alone) cracked during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "the customer recently been having problems reported of the bd smart site leaking and or cracking." We have had 3 recently - 1. On (B)(6) 2020: the smart site cracked. Sadly the parent had thrown away the packaging so we do not know the batch number. 2. On (B)(6) 2020: the smart site is leaking and feeling loose on the broviac line hub, I have assessed this directly this morning and the ref: 2000e7d, lot: 1017153, exp 2023-04 was the batch that this has occurred several times this week on this patient, no crack seen. 3. On (B)(6) 2020 - the smart site came apart internally, mum did not send us the batch number.

Manufacturer narrative:
H6: investigation summary no samples were received for investigation of complaint reference (B)(4) in which the customer has indicated that they have experienced leakage and/or cracking of 2000e7d smartsite components. Further information relating to the nature of the reported defects including the lot numbers of the affected products was not provided. The details of this feedback were forwarded to the manufacturing site for review; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Manufacturer narrative:
The manufacturing location for this product is (B)(6). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the 7-day ll vlv adpt(stand alone) cracked during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter, "the customer recently been having problems reported of the bd smart site leaking and or cracking." We have had 3 recently: (B)(6) 2020: the smart site cracked. Sadly, the parent had thrown away the packaging, so we do not know the batch number. (B)(6) 2020: the smart site is leaking and feeling loose on the broviac line hub, I have assessed this directly this morning and the ref: (B)(4), lot: 1017153, exp 2023-04 was the batch that this has occurred several times this week on this patient, no crack seen. (B)(6) 2020: the smart site came apart internally, mum did not send us the batch number.